Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to user error due to improper insertion of the cassette.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/03/2024, it was reported by a facility representative via sems-06678785 that an abs-10061t arthrex angel® prp kit was damaged and faulty when in use. This occurred during use, the patient is in stable condition.